Event description:
The customer reported that they placed a new order that has a medical record number (mrn) that matches an existing mrn in pacs in a different domain. This causes a name change in pacs. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).